Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized. Customer's blood glucose levels at the time of hospitalization 350 mg/dl. It was also reported that the customer received a no delivery alarm, and the act button was unresponsive. Advised insulin pump would be replaced.

Manufacturer narrative:
The pump passed the functional testing, including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm was noted. The pump was received with normal operating currents, and no unexpected off no power or low battery alarms. The pump had intermittent button response due to a flattened act button dome switch. The keypad connector was fully locked. The pump also had a cracked reservoir tube lip.